Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to verify any error alarms due to the displacement anomaly.

Event description:
It was reported that the insulin pump alarmed motor error after being exposed to an MRI. The customer also stated that she got an e70 alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.